Event description:
The customer reported the inability to select and utilize the vascular mode functions within the system. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The field service representative suspects that use error may have contributed to the incident. The system was tested and found to be working as intended and put back into service.